Manufacturer narrative:
Results: complaint handling lab received one sample for syringe 20ml ll s/c 48 (cat #: 302830, lot #: 6354828). Customer reported something black was found inside the barrel of a syringe. Sample was visually inspected. A black substance was found inside the luer tip. Conclusion: bd was able to confirm the customer's indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4).

Event description:
It was reported that black foreign matter was found inside the barrel of a 20 ml bd¿ syringe with bd luer-lok¿ prior to use. No injury or medical interventions were reported.